Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 450 to 570mg/dl and treated with an injection. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer indicated that their doctor recently changed the pump settings but declined to check the pump programming. No further details given.